Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: -inspection of the endoscope. -using endo therapy accessories. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that during a procedure the image on the gastrointestinal videoscope disappeared for a short time during operation and was returned. After that, everything was fine, and the procedure was completed with the same device. There was no downtime, problems, or consequences for the patient. Anesthesia was not used at all. There were not reports of patient harm associated with this event. Additionally, it was observed during the subject device inspection that the scope exhibited reportable malfunctions of dirt on the objective lens and burns on the plastic distal end cover.